Manufacturer narrative:
Device evaluation the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 1.5 inches from the pump housing and the distal portion of the dl was also returned. Evidence of a previous driveline repair was present on the distal portion of dl. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and the distal-end red wire produced an open circuit. It should also be stated that in preparation for the continuity test it was revealed that the conductors within the green wire were severed at the nipple of the pump housing. This damage appeared to be the result of repetitive movement at this location. The previous driveline repair, silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the distal portion of driveline revealed that the red wire was completely severed, approximately 10.75 inches from the pump housing. Breaches to the insulation of the red and brown wires were also found on the distal segment of driveline, approximately 1.75 inches from the pump housing. The green wire redundantly supports motor phase 1, the brown wire redundantly supports motor phase 2, and the red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red, green, or brown wires made contact with the braided shield while the patient was operating on the power module, the resulting short to ground could have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the submitted log files. These events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Furthermore, the open circuit identified along the red and green wires appeared consistent with the driveline fault alarms that were confirmed through the evaluation of the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01587. This report is being submitted as additional information. Reportable event type updated. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple driveline fault alarms were recorded in the system controller's log file. The system controller was exchanged and the patient was placed on heparin for therapeutic ptt prior to the system controller exchange. The new system controller alarmed with a "low flow" alarm and the pump stopped. The patient's system controller was exchanged again to the original, and the low flow alarm continued and the pump stopped. An issue with the percutaneous lead (driveline) was suspected. The pump was stopped for an unreported period of time and the patient was supported with extracorporeal membrane oxygenation and was stable. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided. Additional information was received which stated that the patient expired on (B)(6) 2018. The cause of death was reported as multisystem organ failure; likely due to going back to the operating room for the pump exchange and being on extracorporeal membrane oxygenation. It was reported that the newly implanted pump operated as expected.